Event description:
It was reported that a cartridge alarm occurred, and the user received alarm 20 during the loading process despite following on-screen instructions. The problem persisted when a second cartridge was loaded, indicating the need to replace the pump. There was no reported impact on the customer¿s blood glucose level. The customer declined to disclose their backup therapy plan but agreed to the replacement and was informed about the warranty and return process. Technical support arranged for the pump's replacement and provided instructions for its return and transport.